Event description:
The patient wore the pod on the leg for between 49 to 71 hours before experiencing symptoms. The issue started on (B)(6) 2026, the patient developed significant pain, redness, swelling, and an abscess at the pod site, which made walking difficult. The abscess later self-absorbed, but the surrounding skin remained red, swollen and painful. On (B)(6), 2026, the patient attended a local general practitioner (gp) appointment where the clinician diagnosed a skin infection with abscess formation. The gp prescribed flucloxacillin 500 mg, to be taken four times daily for five days. The patient reported high blood glucose levels, with a reading of 23 mmol/l (414 mg/dl) and had already removed and discarded the pod prior to seeking medical care.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to patient's infusion site infection. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.